Event description:
Following a successful angio-seal device deployment, the pt exibited signs of anemia. A large hematoma was found, a catheter confirmed bleeding was not stopped between the anchor and collagen; a c-arm was used to achieve hemostasis. The pt's condition was stable. Add'l surgery is planned to remove blood. The user reportedly did not follow IFU; the insertion point was above the inguinal ligament; an angiogram was not performed prior to deployment.